Event description:
Discrepant advia centaur thcg and prg results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discrepant thcg and prg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the discrepant thcg and prg results were due to a missing pin which caused stat racks to enter the in-process queue improperly, resulting in barcode reading errors. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant advia centaur thcg and prg results were obtained on patient samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no known patient intervention or report of adverse health consequences due to the discrepant thcg and prg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the discrepant thcg and prg results were due to a missing pin which caused stat racks to enter the in-process queue improperly, resulting in barcode reading errors. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.